Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a crack in it and would not advance. The crack was not due to a handling error. There was no patient contact. The procedure was completed using a backup iol (dib00 with the same diopter). There were no unplanned interventions and sutures were not required. There was no patient injury. The patient is doing well post-operatively with no complications. It was reported that the device contributed to the event. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.